Event description:
Hcp reported during an implant of an intrathecal catheter, a hole was discovered in the proximal segment after the needle was removed. The catheter was explanted but the distal portion of the catheter remains implanted. A follow up report will be sent when additional info is obtained.